Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipid on port 5 of an em2400 valve set was leaking into line 13. The issue was identified during the compounding process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed a leak from port 2 was observed. The valve set was then analyzed at various point throughout the prime and verify process and pump calibration process. Only a port 2 leak was verified. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.